Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad) in 2003. 5 months later nurse reported, that during the night while pt was asleep, the system controller had gotten so hot that it awoke the pt and had to be removed from the abdomen. The pt had rested the system controller on the bed and fell back to sleep. No alarms were noted. The nurse decided to exchange the lvad system controller on the bed and fell back to sleep. No alarms were noted. The nurse decided to exchange the lvad system controller and send it into the manufacturer for analysis. No further problems since system controller change. The pt remains on lvad support while awaiting a heart transplant.